Manufacturer narrative:
No complaint was received with the return of this device. Failure event was observed during analysis. Final analysis found a partial lead returned in two pieces. Internal insulation abrasions were noted from 13.5 cm to 14.0 cm, 23.0 cm to 24.4 cm, and 28.3 cm to 28.9 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion and explant procedure damage was found at 12.7 cm to 15.3 cm from the distal tip. The etfe coating was damaged at this location consistent with procedural damage. Internal insulation abrasion was found from 26.4 cm to 27.2 cm from the distal tip. The etfe coating was abraded at this location. Externalized conductors due to internal insulation breaching ring electrode cables lumen was noted at 16.5 cm to 18.6 cm from the distal tip. An external insulation abrasion was noted from 43.3 cm to 43.5 cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.